Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). The analysis of provided expert files confirmed the reported freezes. On the event date the tablet was restarted five times during a device follow-up, every time at the end of diagnosis data reading. After memory programming, there are no more log entries for some time (around a minute), which is consistent with a frozen gui as reported. Each time a clean shutdown was performed, which resolved the tablet freeze. Analysis of the returned smarttouch tablet could not confirm the reported issue as it was not reproducible. Based on available data, the origin of the freezes could not be determined with certainty. It could have resulted from a wrong thread management. The subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the follow-up, after performing all tests and switching to the aida diagnostic tab, the screen freezes. It's impossible to exit the session or click on any button. A shut down of the tablet (p1+p2) was needed.